Manufacturer narrative:
Reconfigured serial number; follow-up work required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a faulty x-ray tube serial number caused imaging issues on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.